Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the patient was seen by a surgeon to remove the pump, but they wanted to leave the catheter in place. The patient questioned if the catheter could be left in. The patient continued to have bowel and bladder issues due to the medication. There was no issue with the pump. It was further stated that if the patient slept on their stomach, the pump dug into their side and there was a lot of pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) wanted to know how to program the pump to minimum rate mode because they believed the patient wanted the pump removed due to chronic constipation. The patient was receiving intrathecal morphine 6 mg/ml at 2.2 mg/day. A consumer later reported that since (B)(6) 2015, they had asked their hcp to reduce their medication because they were worried. Their hcp had been reducing medication in (B)(6) 2015. They had issues with their bladder (elimination) and bowel (they were constantly constipated). The patient just assumed it was a medication problem. The bladder and bowel elimination issues had been occurring since implant in (B)(6) 2013. The patient was receiving intrathecal fentanyl 120 mcg/ml at 20.36 mcg/day. They previously received intrathecal morphine, morphine with bupivacaine, and morphine with clonidine. The patient was indicated for the following use: spinal pain.